Event description:
It was reported that the patient's blood glucose level rose over 432 mg/dl (24 mmol/l) while wearing the pod between 2 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. Additionally, when the patient removed the pod they mentioned the cannula left a large hole in their arm and it was bleeding significantly. There was no mention of treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.